Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, at approximately 3:00 am, the patient awoke experiencing dizziness, lightheadedness, and back pain, followed shortly by a loss of consciousness. The patient¿s husband contacted emergency services (911) immediately. At the time of the event, no cgm or bg meter readings were available. Upon arrival, ems administered oral glucose gel, after which the patient regained consciousness. A few minutes later, the patient¿s cgm reading was 75 mg/dl, while the bg meter reading was 25 mg/dl. The patient was transported to the emergency room (ER). According to the reporter, specific cgm or bg readings at the ER were not known, but the patient received further treatment with an unspecified IV and additional oral glucose gel. The patient was discharged home after 1.5 days of observation and treatment. At the time of the report, the patient was described as ¿stable and okay.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.